Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that they were getting non-recoverable faults. The customer restarted the system and on the second boot up triggered a 4006. They reseated the blue fiber cable and was able to get the system to complete post. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) common compute controller (ccc) to correct the issue. During troubleshooting, the technical support engineer observed a 307 on the vip, and the madd board did not receive a shutdown command, indicating that it shut off unexpectedly. The fse later returned onsite and replaced the vision side cart (vsc) and the madd board to resolve the issue. The system was tested and verified as ready for use. Isi received the product involved in this complaint to perform failure analysis; however, the failure analysis investigation has not yet been completed.